Manufacturer narrative:
(B)(4). Occurrence date: 2017. (B)(6). The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An under water clear passage test was performed with satisfactory results. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed during patient infusion when using a clearlink secondary medication set. There was no patient injury or medical intervention associated with this event. No additional information is available.